Event description:
On (B)(6) 2012, wife reported the down button on the infusion device is defective. This was first noticed on (B)(6) 2012. Wife was unable to provide additional details. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.